Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was unresponsive. There was no reported adverse impact to the customer¿s blood glucose. No further information was provided.

Manufacturer narrative:
On october 22 2021, additional information was received confirming that the pump was functioning as intended and no wake button issues were confirmed. Alleged issue did not cause or contribute to serious injury. Due to additional information provided, initial MDR was submitted in error as this event does not meet MDR requirements as defined by 21 cfr 803.